Event description:
It was reported that the health care professional (hcp) requested review of events that were stored for this pacemaker which showed atrial tachy response (atr) episodes. Technical services (ts) noted this atr episodes maybe have been from external noise or possible electromagnetic interference. The health care professional stated that the noise episode is consistent with a medical procedure that took place. Ts also noted that there is no evidence of pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported.